Manufacturer narrative:
Submit date: 2017-08-28. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found that when the unit was powered on, the enteral feeding pump had a blank screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank display. The unit was triaged and the reported issue was confirmed; the display was blank. The unit was disassembled. Pcb, lcd connector pins and pip assembly were corroded. White/gray particulates were found on several components. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. Unit was repaired. Unit passed all calibration and testing procedures. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.